Event description:
It was reported that the patient was suspected to have experienced a stroke post procedure. An intellanav mifi open-irrigated ablation catheter, intellamap orion catheter and farawave catheter were selected for use during an atrial fibrillation ablation. Transseptal access was completed and no issues reported. The physician was altered later that night that the patient had a stroke. A computed tomography (CT) scan was done and it was negative, however it was reported that the patient had 'deficits' suggestive of a stroke. The cause is unknown at the time; however, the physician believes it is likely related to the orion usage as that is the only thing that changed with her typical workflow. The stroke was suspected to be thrombotic, drip bag under pressure was the method used for irrigation. The patient has been admitted to a rehab facility with 'difficulty swallowing' & had to get a 'feeding tube' until hopeful recovery. Brain lesions were discovered on an MRI scan, per physician. Speech deficits were reported. A clot was ruled out pre-procedure based on the tee. Act was over than 350. No device malfunctions were reported. Devices are not expected to be returned as they were disposed at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected to have experienced a stroke post procedure. An intellanav mifi open-irrigated ablation catheter, intellamap orion catheter and farawave cathether were selected for use during an atrial fibrillation ablation. Transseptal access was completed and no issues reported. The physician was altered later that night that the patient had a stroke. A computed tomography (CT) scan was done and it was negative, however it was reported that the patient had 'deficits' suggestive of a stroke. The cause is unknown at the time; however, the physician believes it is likely related to the orion usage as that is the only thing that changed with her typical workflow. The stroke was suspected to be thrombotic, drip bag under pressure was the method used for irrigation. The patient has been admitted to a rehab facility with 'difficulty swallowing' & had to get a 'feeding tube' until hopeful recovery. Brain lesions were discovered on an MRI scan, per physician. Speech deficits were reported. A clot was ruled out pre-procedure based on the tee. Act was over than 350. No device malfunctions were reported. Devices are not expected to be returned as they were disposed at the facility. It was further reported that no lot numbers was retained from the procedure as the patient woke up without any noticeable issues. All products have been thrown away. The patient is still recovering.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. The IFU mentions serious adverse events have been reported in the literature in relation to cardiac catheterization including: ischemia stroke, hospitalization or prolonged hospitalization, imaging required, speech disorders, swallowing disorders, feeding problem, brain injury, unexpected medical intervention. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the intellamap orion catheter device confirmed that the event of ischemia stroke, hospitalization or prolonged hospitalization, imaging required, speech disorders, swallowing disorders, feeding problem, brain injury, unexpected medical intervention is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the intellamap orion catheter device is acceptable. Investigation conclusion: as the IFU mentions, the reported issues are contemplated as potential adverse events, and this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product, in addition, no issues were found that could have been related to the reported issue during manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint.